Manufacturer narrative:
The reporter informed the company that the product can't be returned.

Event description:
Consumer contacted via phone and stated that the replacement brush was so loose that it came off from the head. No injury was reported.